Manufacturer narrative:
The pump passed the displacement test and p-cap/reservoir locked properly in place. Pump received with cracked case on the back at the battery tube area. Pump received with pillowing keypad overlay. Pump received with serial number label damaged/faded. Insulin pump error alarmed during self test due to moisture damage on the electronic assembly. Pump received with corroded battery tube. (B)(4).

Event description:
Information received by medtronic indicated that the sticker of the pump was worn off and also insulin pump got water in the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.